Manufacturer narrative:
The cartridge was not retained for investigation. The user guide states the risk of clotting in the cartridge is higher during long treatments, when no anticoagulation is used and in certain patients who are more prone to excess clotting. All available information supports that the product was functioning as designed and there was no malfunction.

Event description:
Information was received from an intensive care nurse reporting that two cartridges had clotted while the patient was being treated. The next day during the morning lab tests, the patient's hemoglobin was found to be low and the patient was transfused with 1 unit of packed red blood cells (prbc's). No further information was available.